Manufacturer narrative:
No return is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right ventricular (rv) lead was explanted due to lead fracture. No adverse patient effects were reported.